Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "validation error ¿ system detected invalid data in the device therapy data may be cleared. 000100bb" message was seen. Agent advised following the protocol from the attached knowledge article (ka) and the issue was resolved. The rep reported the software version of the app. The cause was thought to be due to moving too quickly when clicking through the steps. The rep confirmed the issue was resolved by selecting "continue" to correct the data and continue the session. The rep noted logs would be obtained at the next follow up appointment.